Event description:
Boston scientific received information that the patient with this pacemaker underwent a transesophageal echocardiogram. During the procedure the patient's rate increased to 147 paces per minute. The patient's rate did not recover after the procedure so the patient was sent to the emergency room. The patient received intravenous medication in an attempt to lower their heart rate. After trouble-shooting was performed, it was discovered that the minute ventilation (mv) feature programmed on. Mv was then programmed off with resolution of the clinical observation. This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.